Event description:
Comments from work order "stopped in middle of injection, couldn't get syringes on it, error - "sim code failed, -1806", requested the on call". Device was less than 1 week into service. Manufacturer response for injector contrast media, stellant flex (per site reporter). Mfg sent out field service and provided this service, "verified pots/motor/encoder linearity, all in good condition. Replaced motor drive belt due to skipping gears under high pressure injections. Verified system calibrations and operation."